Event description:
Treatment of an unruptured ica (internal carotid artery) - p-comm (posterior communicating) aneurysm measuring 5mm in size. During the procedure, it was reported that the physician inserted the axium implant coil into the aneurysm despite feeling resistance until there was 1cm remaining and it could not be advanced any further due to the resistance. The physician attempted to retrieve the implant coil; however, it detached in the microcatheter. The detached implant coil was pushed into the aneurysm with a terumo guidewire. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the implant coil was implanted in the patient and the delivery pusher was discarded. (B)(4).